Manufacturer narrative:
Follow-up # 1 - 3/9/2015 device evaluation. The lay user/patients meter has been returned on 2/19/2015 and further evaluated by lifescan product analysis on 3/2/2015 with the following findings:the meter passed all testing wi th no faults found. The reported issue could not be reproduced.retain testing has been ordered but not yet performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ the patient¿s test strips have been returned on 2/19/2015 and evaluated by lifescan product analysis on 4/17/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter was reading inaccurately erratic and also inaccurately high in comparison to his feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2015 the patient obtained results of ¿52 and 350mg/dl¿ on the subject meter. The tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter detailed that the patient manages his diabetes by self-adjusting his insulin doses and that he continued to follow his usual diabetes management routine in response to the alleged issue. The reporter claimed that ¿half an hour¿ before the alleged inaccuracy the patient developed symptoms of ¿shaking, glassed-over eyes and had a seizure¿ and that at 03:10pm on (B)(6) 2015, the patient was treated by emergency medical services (ems) with IV glucose and at 03:15pm the patient had his blood glucose tested on an ems meter which gave a result of ¿42mg/dl.¿ during troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired and were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient showed signs of a hypoglycemic event and received medical intervention from a healthcare professional after the alleged inaccuracy.